Event description:
In (B)(6), assuming that it was in (B)(6), one of the customers injured himself while opening one vial of qc 253. We received the report from a sales assistant quality management from (B)(6). She did not receive any additional information from the person injured despite request for additional information. We the manufacturer, received the report on 01/17/2017. Diagnosis or reason for use: unk- (B)(6) injured himself while breaking the vial open.